Event description:
The following has been reported: biomed reported: " pump problem not patient harm or any active infusion stopped. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Performed mock infusion and unit triggered a state 2 alarm. Removed fva assembly and cleaned fva pins and channels. U1 on fva pcba not functioning properly. Fva pcba will be removed and replaced during repair process before device is sent to test line for full functional testing.